Manufacturer narrative:
H2: correction e1. The facility name and address previously reported was incorrect and was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: correction - h6. An additional fdd code was added. H6: code a1102: application program problem is applicable to the camera cart monitor displayed "no video detected" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735842, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A07 was coded for the power cord for camera cart monitor being damaged - the plastic casing was broken off and cables were exposed. A1301 was coded for the camera cart touchscreen not working. A110201 was coded for the camera cart monitor displaying "no video detected" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system arrived from the navigation access center with a note indicating that the camera cart touchscreen wasn't working. The medtronic representative (rep) booted up the system and reported that the camera cart monitor displayed "no video detected" message. The main cart monitor display did not have any issues. The rep reported that when any mouse button was pressed or any touchscreen was touched, the cursor would start jumping around the display and clicking randomly without user input. The rep reported that power cord for camera cart monitor was damaged - the plastic casing was broken off and cables were exposed. Troubleshooting was performed. Technical services (ts) had the rep disconnect universal serial bus (usb) cable from back of camera cart monitor. The unprompted cursor activity stopped. The rep navigated with mouse or touch on screen with no complications. The rep reseated the display port (dp) cable but "no video detected" message persisted. The rep reported that earlier, he had re-seated dp cable in pc over ip (pcoip) client and video had temporarily returned but eventually was lost again. Ts suggested loose connection between dp cable andpcoip client port was causing video problem. The rep confirmed that the mouse was plugged into usb port on pcoip and he was able to use it to navigate in application, pcoip was still functioning to an extent. There was no patient present.